Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized twice in the past. The detail of the hospitalizations was not provided. The customer stated the first hospitalization was in switzerland and the second hospitalization occurred in utah. The customer also reported the insulin pump was damaged. Customer stated the drive support cap was sticking out on the insulin pump. Customer reported the insulin pump was dropped several times in the past. The customer stated they would attempt to tape the drive support cap back in. Customer's last known blood glucose was 221 mg/dl. The customer also reported a low blood glucose, but declined to troubleshoot. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime or excessive no delivery tests due to motor error alarms. The operating currents are within specifications and passed self test, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and stained end cap sticker.